Event description:
It was reported that prior to a coronary artery stenting treatment procedure, a compromised sterile package barrier was noticed. During preparation, it was noted that the sterile package was not completely sealed. No patient injuries or complications were reported.